Event description:
It was reported that a patient (pt) had a break in aseptic technique during peritoneal dialysis (pd) therapy which caused peritonitis. On an unreported date, the pt experienced a break in aseptic technique further described as while performing pd therapy, the pt must have sneezed and coughed nose and throat bacteria causing the infection. On an unknown date about a month prior to receipt of this report, the pt was diagnosed with peritonitis manifested by cloudy drain. Upon diagnosis, the pt was treated for the peritonitis with unspecified antibiotics. At the time of this report, the pt was reported to be feeling well, although she gets tingling feet and hands from time to time?. At the time of this report the patient's effluent was clear and the pt was recovering from the peritonitis. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.